Event description:
Boston scientific crm received information that this patient experienced a syncopal episode. The caller was requesting a boston scientific crm representative for device evaluation.

Manufacturer narrative:
No other adverse events have been reported and efforts to obtain additional event details were unsuccessful. This issue will be re-evaluated if additional information is received.